Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic right lower lobectomy, when they are preparing to cut off lung tissue, the handle could pull back and grip, and the purple reload did not fire. To complete the case, they replaced another new gun, removed the previous reload and installed and it could be used normally. There was no patient harm.